Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was multiple o-rings from previous cartridges on the pneumatic tap of the pump, preventing the cartridge from being installed. The customer's blood glucose level was 401 mg/dl. Reportedly, the customer removed the o-rings and successfully loaded a cartridge and resumed insulin therapy.